Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s was not returned. While no product was returned, the OEM evaluated the sheath used and determined that a combination of the products is potentially susceptible to skiving. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency ablation procedure, while trying to load the needle into the sheath, it was stuck and after removing the sheath from the patient it was noted that there was plastic out of the dilator sheath. It was decided by the healthcare professional that the needle had scratched the dilator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.